Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 518mg/dl. The nurse stated that the customer experienced nausea and was throwing up the night before. Troubleshooting was performed. The time and date were correct, but the customer was unsure if the basal rates and bolus wizard were correct. The nurse stated that the drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The nurse stated that the customer does not feel confident and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.